Event description:
Using the fasciablaster by ashley black, I gained 25 lbs in 6 months and my cellulite is worse than ever. My hip muscle tore away from the fascia which holds muscle to bone. I had 8 wks of physical therapy before my hip stopped "rolling," bruising, swelling on my legs and arms after use of the fasciablaster. I am still doing therapy and going to chiropractor 3 days a week.